Event description:
It was reported that during a laparoscopic anterior resection procedure, the trocar leaked gas out of the top of the reducer valve, whenever there was no instrument in situ. When an instrument was taken out, the surgeon tried to re-approximate the valves with her finger, but leaking continued. The only way to stop was to have an instrument in place at all times. The procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing? Yes - hissing, if so, did the noise prevent insufflation? Unknown. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes through the top of the reducer valve. Was a device inserted in the trocar during the leaking? Yes- to stop the leaking if so, what device? 5mm instrument was any torque being applied to the trocar or device? No. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.